Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The company rep found system message (sm) - (failure to turn lamp on: lamp needs to be replaced) was generated by the system. The xenon lamp was replaced. The system was then tested and met all product specifications. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause was determined to be a nonconforming xenon lamp. (B)(4).

Event description:
A customer reported that during a procedure, the system's xenon lamp was "burned." The case was completed using an alternate system. There was no harm to the pt.